Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was faulty. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was faulty. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 19oct2025, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The touchscreen was not responding to input when the device was powered on. The service engineer confirmed with the customer that the touchscreen was faulty after requesting that the customer go to different menus. The replacement touchscreen was ordered and installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.